Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. (Isi) for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument broke into two pieces. A fragment fell into the patient and was retrieved during the same procedure with a procedure delay of greater than 30 minutes.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 2.0 mm x 9 .50 mm in size was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.